Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was 391 mg/dl and a bolus via the pump was delivered to address the bg level. During a pump system check, air bubbles were observed in the tubing. The customer changed the infusion set and confirmed insulin was dripping from the tubing.